Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 8 months ago. At the time of implant, the aneurysm sac was 11.2 cm in diameter and it was full of thrombus with a lumen of 40 mm. The right iliac artery was tortuous. It was reported that the pt presented with back pain and the aneurysm was found to have ruptured. There was no stent graft migration reported. The pt was taken to surgery where the stent graft was successfully sewn onto the aortic wall. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Lack of info (no films or operative reports were received).